Manufacturer narrative:
D.2 revised common device name as it was entered incorrectly on the initial manufacturer device report number 1220648-2024-21824.

Manufacturer narrative:
The automated impella controller was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the automated impella controller was replaced due to purge issues.